Event description:
It was reported that the ultrasound bronchofibervideoscope exhibited that the rubber at the distal end has come off. The reported issue occurred during reprocessing. There were no reports of patient harm/or injury.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No new information has been provided by the customer.

Manufacturer narrative:
Updated: b5, d9, h2, h3, h6, h11. This report is being supplemented to provide additional information based on the approved final investigation. The complaint allegation was confirmed. In addition, the investigation found detached bending section from the distal end (c-body). Based on the results of the investigation, the most probable cause of the complaint cause is traced to component failure, which is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor field performance for this device.